Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the rep that the resection with one of the tr45b's, with a atw45, were used to perform the diatal line transection. Before the anastomosis was performed a leak was discovered in that distal line of transection. The cdh29 trocar was passed through out that suspected leak and the anastomosis was performed. There was no sign of leakage in the anastomosis or distal line of transection after the cdh29 was fired and the case was completed.